Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not suspend when the customer had a low blood glucose reading. Blood glucose value was 40 mg/dl at the time of the incident. The customer treated with drinking juice. Troubleshooting was performed and the customer now believes this was all due to the insulin pump not being able to suspend but now understands the correct permissions in the insulin pump were not enabled.. Nothing will be replaced or returned.